Manufacturer narrative:
The technician reattached the trend lever to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg or reverse trendelenburg position.